Event description:
The customer reported "pump charging is getting more finiicky and often does not charge when plugged into charger.". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.